Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or frozen screen noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stripped battery cap coin slot.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons became unresponsive. Customer's blood glucose was 136 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.